Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this left ventricular (lv) lead exhibited diaphragmatic stimulation. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm non-specific product performance allegation based on electrical continuity and hipot testing passed, and visual inspection showed no abnormalities. Moreover, known inherent risk was selected based on the field report of muscle/pocket stimulation - a known medical risk for implanted pulse generator systems. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this left ventricular (lv) lead exhibited diaphragmatic stimulation. This lead was explanted and replaced. No additional adverse patient effects were reported.